Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the mid 200's (mg/dl). The bg level was addressed with a bolus via the pump. The cause of the elevated bg was unknown. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level.